Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the bottom of the cartridge leaked after loading the cartridge onto the pump. Reportedly, this issue occurred with multiple cartridges. A new cartridge was loaded resolving the issue. Blood glucose level was 115mg/dl. Reportedly, the customer reverted to manual injections for insulin therapy.